Event description:
It was reported the customer received a compromised force sensor system alarm. Customer's blood glucose was 6.3 mmol/l. Troubleshooting found the customer's drive support cap appeared to be normal. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement test and rewind. The insulin pump alarmed during the basic occlusion test due to moisture damage on the force sensor resistor. The insulin pump was received with bleeding display glass, minor scratches on the display window, cracked case at the display window corners, broken reservoir tube lip, scratched reservoir tube window, cracked battery tube threads and a broken belt clip slot.